Event description:
A report was received that the patient was experiencing severe right lower extremity pain immediately after the implant procedure. The physician believed that it was possible that the lead was causing the pain as it may be putting pressure on a cord. The patient underwent an explant procedure. Device malfunction was not suspected.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.